Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that the system could not reproduce the failure. The system was verified and it functioned as intended. A full system checkout was performed and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was currently not able to take images. No patient was present at the time of the event.